Event description:
A physician could pull out only one suture from the suture storage lumen. The physician stopped the procedure, removed the device and hemostasis was achieved with manual compression.

Manufacturer narrative:
The results of the evaluation of the returned device showed a broken foot. There was insufficient info to detemrine when or how the posterior foot broke off from the foot assembly. Review of the device history record for this lot did not produce any findings relevant to this report.